Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the valve was unable to be advanced through the heavily calcified vessels. There were difficulties withdrawing the system, therefore it was decided to remove them surgically. The patient was in stable condition post procedure.

Manufacturer narrative:
Additional information received from the site clarified that the delivery system and crimped valve never exited from the sheath, therefore no withdrawal difficulty through the sheath occurred. The difficulties removing were the sheath from patient and for this reason a cut down was required. The information provided does not reasonably suggest that there was a malfunction of the edwards delivery system or that the use or miss-use of the device caused or contributed to the event. As such this event is now being reported against the esheath.  Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.